Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , asthenia [asthenia] , vision disorder [visual disturbance] , headaches [headache] , vertigo [vertigo] , tinnitus [tinnitus] , muscle pain [muscle pain], menorrhagia [menorrhagia] , intolerance to the essure implants [device intolerance] , sick leave [sick leave] , migraines [migraine] , lower back pain [low back pain], dizziness [dizziness] , elevated levels of nickel were found in the peritoneal fluid [metal poisoning] , fatigue [fatigue] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D60144,d46952) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastric banding (2000 & 2010) and parity 3 (2002, 2005 and 2016 (all vaginally).). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), visual impairment ("vision disorder"), headache ("headaches"), vertigo ("vertigo"), tinnitus ("tinnitus"), myalgia ("muscle pain"), heavy menstrual bleeding ("menorrhagia"), device intolerance ("intolerance to the essure implants"), sick leave ("sick leave"), migraine ("migraines"), back pain ("lower back pain"), dizziness ("dizziness"), metal poisoning ("elevated levels of nickel were found in the peritoneal fluid ") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the back pain and dizziness were resolving and the pelvic pain, asthenia, visual impairment, headache, vertigo, tinnitus, myalgia, heavy menstrual bleeding, device intolerance, migraine, metal poisoning and fatigue had resolved. The reporter considered asthenia, back pain, device intolerance, dizziness, fatigue, headache, heavy menstrual bleeding, metal poisoning, migraine, myalgia, pelvic pain, sick leave, tinnitus, vertigo and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] in 2023: no abnormalities; in (B)(6) 2024: decrease in red blood cell count, haemoglobin and protein levels [human papilloma virus test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2023: no abnormalities. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4) pelvic pain [pelvic pain female] , menorrhagia [menorrhagia] , headaches [headache] , lower back pain [low back pain] , intolerance to the essure implants [device intolerance], elevated levels of nickel were found in the peritoneal fluid [heavy metal increased] , asthenia [asthenia] , vision disorder [visual disturbance] , vertigo [vertigo] , tinnitus [tinnitus] , muscle pain [muscle pain] , sick leave [sick leave] , migraines [migraine] , dizziness [dizziness] , fatigue [fatigue] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D60144, d46952) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastric banding (2000 & 2010) and parity 3 (2002, 2005 and 2016 (all vaginally).). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), headache ("headaches"), back pain ("lower back pain"), device intolerance ("intolerance to the essure implants"), asthenia ("asthenia"), visual impairment ("vision disorder"), vertigo ("vertigo"), tinnitus ("tinnitus"), myalgia ("muscle pain"), sick leave ("sick leave"), migraine ("migraines"), dizziness ("dizziness") and fatigue ("fatigue") and was found to have heavy metal increased ("elevated levels of nickel were found in the peritoneal fluid"). The patient was treated with surgery (total hysterectomy). At the time of the report, the back pain and dizziness were resolving and the pelvic pain, heavy menstrual bleeding, headache, device intolerance, heavy metal increased, asthenia, visual impairment, vertigo, tinnitus, myalgia, migraine and fatigue had resolved. The reporter considered asthenia, back pain, device intolerance, dizziness, fatigue, headache, heavy menstrual bleeding, heavy metal increased, migraine, myalgia, pelvic pain, sick leave, tinnitus, vertigo and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] in 2023: no abnormalities; in (B)(6) 2024: decrease in red blood cell count, haemoglobin and protein levels [human papilloma virus test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2023: no abnormalities. Batch number- d60144; expiration date- 28-feb-2018 batch number-d46952; expiration date- 28-jan-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-apr-2026: quality safety evaluation of product technical complaint. Internal correction - coding of event "elevated levels of nickel were found in the peritoneal fluid" us updated to "heavy metal increased" from "metal poisoning" and accordingly e and f codes were updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.